Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information. Additional information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: the event date should be april 14th, 2024. D4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available. The following information was requested but unavailable: is the hcp alleging that the suture did not absorb in time? Vicryl plus suture is not expected to be absorbed in 1 month. The expected absorption time for vicryl plus suture is 56-70 days. Please provide the patient's weight, bmi at the time of index procedure. Please clarify the date of the procedure and the date of the poor wound healing. The dates can¿t both be 14-mar-2024 since the event occurred 1 month later. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m vicryl. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: *was any surgical intervention performed specially re-suturing? Explain *any medical treatment provided? If yes, please provide medicine name, strength and dose *please provide procedure name and date. *current patient status? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *is the hcp alleging that the suture did not absorb in time? *vicryl plus suture is not expected to be absorbed in 1 month. The expected absorption time for vicryl plus suture is 56-70 days. Please provide the patient's weight, bmi at the time of index procedure. Please clarify the date of the procedure and the date of the poor wound healing. The dates can¿t both be (B)(6) 2024 since the event occurred 1 month later. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used to suture the incision during the surgery. One month after the surgery, the patient went to the outpatient clinic and the incision did not heal. The patient had poor wound healing. Multiple sutures drilled out of the skin tissue and were not absorbed. The doctor removed the suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this is a combination product, and the event has been reviewed for both the suture and the triclosan.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional information was requested, and the following was obtained:after investigation, the event date should update to be 2024-apr-14. The patient was a 28-year-old woman who underwent cesarean section at the hospital on (B)(6) 2024. The surgeon used vcp1310h to perform the incision skin sewing in the way of interrupted suturing, and the intraoperative sewing operation was smooth. One month after the surgery, the patient returned to the hospital for reexamination due to incision pain. The doctor found that the patient's incision was red and swollen, the suture was discharged from the sewing site, and the suture was not absorbed. The doctor considered that the patient's incision healing was poor, and then removed the exposed suture at the wound and used a new suture (with specific product information unknown) for re-sewing. Then the patient's incision healing was improved, and no subsequent adverse event report was received.